Event description:
Additional information received from the patient noted that the patient had an appointment with their urologist and the device was adjusted. Within a couple of days of their visit, the patient had been getting great results, up to that point.

Manufacturer narrative:
Product ID: 3889-28, lot# va0s15w, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that there was a loss of therapy. The patient felt stimulation and would follow-up with their health care professional (hcp). The symptom reported by the consumer was urinary frequency. The frequency at night symptom returned since (B)(6) 2015. It was also reported by the consumer that there was uncomfortable stimulation/overstimulation. The patient felt uncomfortable stim when increased on program 3 to 0.9 volts. They adjusted it back down to 0.8 volts. The symptom reported by the consumer was painful stim. This also occurred on (B)(6) 2015. The consumer was going to put the patient back on program 3 at 0.5 volts because it was working and would contact the hcp for an appointment. The indication-for-use (IFU) was gastrointestinal/ pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.